Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients accounts were not crossing over from cerner into pyxis on the server. A technical support specialist (tss) dialed into the server, executed server downtime query and verified all received messages; processing times were current. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient accounts were not crossing over from cerner into the device on the server. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.